Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia, burning sensation, tearing above vaginal opening, emotional stress and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh and anterior repair on 01/04/2011 due to mesh erosion. No additional information was provided. (B)(4) - urinary and bowel problems; undefined recurrence; tearing above vaginal opening.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05817. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele. The patient underwent the concurrent procedure of anterior repair during mesh implantation. It was reported that patient underwent laparoscopic removal of ovarian cyst on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4).